Event description:
It was reported that during a follow-up visit, episodes in the vf zone showed oversensing on the ventricular signal. No shocks were delivered. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.